Event description:
Sales consultant reported during an acetabulum surgery to repair a fracture: while surgeon was attempting to put two fragments together, a sliding mechanism broke: the buttons of the device were sticking and the handle popped off. The surgeon also noticed that the buttons of the hohmann-style arm, pelvic arm and the percutaneous arm were sticking. Surgeon had to hit the buttons with a mallet to release them. The surgeon completed surgery with a different set of clamps. Reportedly there was no adverse effect to the patient. This complaint is on the pelvic arm. This is 3 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.